Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the abbott diabetes care (adc) device sensor after 5 days of wear and was unable to obtain glucose readings. As a result, the customer experienced mild dizziness, tingling in the eye, and increased fatigue due to low blood glucose. The customer self-managed by consuming a piece of sugar. There was no report of death or permanent impairment associated with this event.